Event description:
It was reported that acu watchdog failure error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and acu watchdog and primary audible alarm post errors were in the history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.

Event description:
Additional information received from customer on 25-may-2022. No patient involvement.

Manufacturer narrative:
Other text: additional event information was received both b5 and h6 were updated.